Event description:
It was reported to philips that the system did not start up. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found system continues to carry out clinical examinations without any problems. No service has been performed by philips. The same issue reoccurred after a few days, where fse found a that the corrupted software causing system start-up issue and resolved the issue in another work order. The codes were updated based on the investigation outcome.